Manufacturer narrative:
E1 initial reporter phone: (B)(6). E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was punctured and leaking. A 15mm x 4.00mm wolverine cutting balloon monorail was selected for use. It was noted that a resistance was felt when attempting to remove the cap that goes on top of the balloon. Furthermore, when the balloon was inflated, it was punctured and leaking. The device was replaced and the procedure was completed without harming the patient. It was further reported that leak was detected on the shaft, and hole was noted on the outer shaft. It was noticed by the physician as soon as he removed it from the packaging. The device had no direct contact with the patient.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was punctured and leaking. A 15mm x 4.00mm wolverine cutting balloon monorail was selected for use. It was noted that a resistance was felt when attempting to remove the cap that goes on top of the balloon. Furthermore, when the balloon was inflated, it was punctured and leaking. The device was replaced and the procedure was completed without harming the patient.